Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an advanix stent was implanted in the common bile duct to treat choledocholithiasis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. On (B)(6) 2026; during the scheduled explant procedure, it was noted that the advanix stent had migrated back into the stomach, and it was extracted using an standard gastroscope and an endoscopic snare. This was performed without any difficulty. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f2301 captures the reportable event of additional device required. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of stent migration. The advanix biliary stent with naviflex delivery system was returned; however, analysis could not be performed because patient consent is required for devices that are patient-owned. Without evaluation of the returned device, the most probable causes contributing to the reported event could not be determined. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the returned advanix biliary stent with naviflex delivery system was not accessible for analysis. However, per section 72 (6) of the medical device implementation act (mpdg), patient consent is required before any product analysis may occur on a patient owned device. At this time, patient consent for analysis has not been received. Therefore, this product has been archived without analysis. If patient consent is received at a later date, analysis will be completed at that time. No other problems with the device were noted. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Risk review: a risk review was completed and confirmed that the event of stent migration and additional device required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an advanix stent was implanted in the common bile duct to treat choledocholithiasis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. On (B)(6) 2026; during the scheduled explant procedure, it was noted that the advanix stent had migrated back into the stomach, and it was extracted using an standard gastroscope and an endoscopic snare. This was performed without any difficulty. There were no patient complications reported as a result of this event.